Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a significant change in longevity remaining during the last device check. Most recently, the battery status had depleted by 3 years in the span of six months. Boston scientific technical services discussed possible explanations for the behavior and recommended reprogramming the device. Device was reprogrammed and battery status indicator of this pacemaker went from one to three years. Patient with third-degree atrioventricular block. The patient will continue to be monitored. Remains in service. No adverse patient effects were reported.